Event description:
It was reported that resistance occurred upon removal. The target lesion was located in the moderately tortuous left internal carotid artery and common carotid artery. A 10.0-31 carotid wallstent self-expanding stent was advanced and placed for treatment. After stent deployment, a resistance was felt when removing the 14-inch non-boston scientific wire. Despite the resistance encountered, the device could be used. The delivery system was removed without any problem, and the procedure was continued and completed with this device. No complications were reported, and the patient was in good condition.

Event description:
It was reported that resistance occurred upon removal. The target lesion was located in the moderately tortuous left internal carotid artery and common carotid artery. A 10.0-31 carotid wallstent self-expanding stent was advanced and placed for treatment. After deployment, a resistance was felt when removing the 14-inch non-boston scientific wire. Despite the resistance encountered, the device could be used. It was removed without any problem, and the procedure was continued and completed with this device. No complications were reported, and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was unable to load on to a boston scientific 0.014" filterwire due to an obstruction inside the guidewire lumen. The guidewire used by the customer was not returned for analysis. A visual and tactile examination found no kinks to the shaft of the device. A guidewire insertion test identified an obstruction inside the guidewire lumen located approximately 4mm proximal of the proximal markerband. The obstruction was dark red in colour and could potentially be solidified blood/body matter or the polymer coating of the guidewire. The device was returned with the stent fully deployed from the delivery system. No other issues were identified during the product analysis.